Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit p.i.m broken off by staff. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit p.i.m broken off by staff.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the balloon tube guide for the pim was broken off. The fse replaced the pim (0997-00-1178). Safety and functionality checks were completed per the service manual and passed to factory specifications. The iabp was returned to the customer for clinical service. The failure analysis and testing dept.(fat) received (pim)part number 0997-00-1178 serial number (B)(6) with a reported unit failure of a broken pim plastic part. The fat performed a visual inspection and found the part to be broken where the plastic protects the catheter. Fat was able to verify the reported issue. No root cause able to be defined. Retaining the part in the failure analysis and testing department per procedure.